Manufacturer narrative:
Carefusion complaint number: (B)(4) . (B)(4). The carefusion field service representative evaluated the unit however was unable to duplicate the reported event and found the unit to be working per manufacturer's specifications.

Event description:
The customer stated that when this unit is turned on it shows "vent inop." There was no patient involvement at the time of the incident.